Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 201, plaintiff was implanted with an ivc filter known as the gunther tulip vena cava filter. Plaintiff believes and there upon alleges that sometime after placement the device failed, including perforation of the ivc by at least three struts of the filter. On or about (B)(6) 2012, plaintiff presented to (B)(6) with complaints of left lower quadrant groin pain. A CT scan was taken and demonstrated that three of the four primary struts of the filter had perforated the ivc. Once strut was projecting toward and eventually pierced through the duodenum. The other two are embedded within the anterior aspect of the right psoas muscle and the l3 vertebral body. Further removal procedures were not recommended. Pt outcome: the filter remains in pt. It is alleged that "pt suffered significant and severe injuries to his body".

Manufacturer narrative:
(B)(4). Catalog # is unk but is referred to as a gunther tulip vena cava filter. PMA/5108(k): unk as catalog number is unk, but assumed to be k090140. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the complaints of left lower quadrant groin pain and the perforation of three primary struts demonstrated on CT approx. 13 months after filter placement. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited information provided. Wce will continue to monitor for similar events.